Event description:
It was reported that patient wasted over 20 infusion sets that were in use for less than 48 hours on (B)(6) 2025. The blood glucose was high at the time of event and was treated by changing infusion set only and resumed insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.